Event description:
It was reported that the patient was hospitalized after a heart attack with elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated the pump was operating within required specifications and delivery accuracy.